Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, plunger override the lens during loading and preparation. There was no patient harm. Additional information was requested.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of plunger overrides the iol; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. Therefore, the root cause for the customer complaint issue cannot be determined. Correction information was provided in h8: it should be reuse of reusable device. The manufacturer internal reference number is: (B)(4).